Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that there was a possibility that the tie gun connection of the spike part is loose/comes off. The use of the device was unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that the tie gun connection of the spike part looked like it was going to come off. There was no leak observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: the devices were not used or replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the custom tubing packs were unopened. Correction b5: medtronic received information that prior to use of the custom tubing packs, it was reported that there was a possibility that the tie gun connection of the spike part was loose/came off. Device evaluation summary: visual inspection of the one unopened custom pack showed evidence of a tie band installed incorrectly. The reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.